Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and pectoral muscle stimulation occurred. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.